Event description:
The cochlear bp100 with the serial number of (B)(4) developed a sudden crack in the plastic that snaps into the metal titanium abutment. On (B)(6) 2012, this same cochlear device cracked on the right side in the plastic casing where the screw holds the titanium base to the plastic. This cracking caused painful very loud feedback issues starting (B)(6) 2012. This feedback was unpredictable and painful at times. I returned the malfunctioning device on (B)(6) 2012 to the cochlear USA (B)(4). Dates of use: (B)(6) 2012.